Event description:
During a procedure, noise was experienced on the mapping unit. While removing the catheter from the pt and in an attempt to replace the catheter, it was observed that the catheter was separated from the shaft.